Manufacturer narrative:
Product event summary: the data files were returned and analyzed. Received file was recorded on a date different from the reported event date. One image file was received for analysis. The returned image showed three chest x-ray images: before pulsed field ablation (pfa), one day post pfa and 35 days post pfa. In conclusion, the clinical issues (discomfort, breathlessness and phrenic nerve injury (pni)) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The reported clinical issues can not be assessed through data analysis. The reported issues were plausible in the image files. The physical product will not be returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post-operatively to a completed cardiac ablation procedure, the patient returned to the hospital with chest discomfort and breathlessness. A chest x-ray revealed an elevated hemi diaphragm. One month post-procedure, the patient remained symptomatic with persistent phrenic nerve injury and an elevated hemi diaphragm, which appeared to be a permanent injury at that stage. No further patient complications have been reported as a result of this event.